Manufacturer narrative:
A philips field service engineer was dispatched to the customer site, reviewed the alarm log and confirmed the inop. The speaker was replaced to resolve the issue. Philips was unable to verify whether sound was present on the device at the time of the event. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips field service engineer was dispatched to the customer site and the speaker was replaced to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting address state: (B)(6). E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6).

Event description:
The customer reported that the device getting speaker malfunction inop. It is unknown if the device produced sound. The device was in clinical use on a patient at the time of the event. Tere was no adverse event reported.